Event description:
It was reported that the patient received inappropriate high voltage therapy for a svt rhythm due to the programmed settings of the device. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.